Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion in an acute myocardial infarction (ami) patient, the iab did not unwrap upon iab pump (iabp) start-up and therapy was unable to be initiated. Although attempts were made to restart, they failed. The iab was replaced to continue therapy. Mild sclerosis and moderate calcification were noted in the patient vessel. There was no patient injury was reported.